Event description:
It was reported to medtronic minimed that the customer experienced unknown pump error alarms, battery was not lasting and insulin pump buttons were sticking. The customer also stated that they had an inaccurate sensor glucose reading compared with blood glucose value and received calibration not accepted and change sensor alert. The transmitter battery was not lasting for full cycle. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-1880l, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical interventions were reported. The products mmt-7020la, mmt-1880l, mmt-7841zn will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : product mmt-1880l was returning for analysis.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. However, pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly pcb1 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, stained keypad overlay. No power errors noted and passed all required testing. All buttons functioned properly during test. No keypad anomaly noted. However, moisture damage noted to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.